Event description:
It was reported that a distal femur was implanted some 19 years ago and the femoral stem is now loose. Surgeon removed by punch with stakes of mallet. The poly parts and all removed parts were intact.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.